Event description:
It was reported that the patients ipg was having difficulty communicating with the remote control after undergoing a non device related surgery. It was noted that electrocautery was used during the said procedure. The patient underwent an ipg replacement procedure and was doing well post-operatively. No further information has been obtained despite good faith efforts. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.